Manufacturer narrative:
Batch review performed on 26 february 2018 lot 152104: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-06-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event versafitcup acetabular shell ø 56 reference 01.26.56mb (k083116) lot 151050: (B)(4) items manufactured and released on 16 july 2015. Expiration date: 2020-06-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 151721: (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event amistem h ha coated std stem size 4 reference 01.18.134 (k093944) lot 151442: (B)(4) items manufactured and released on 23 june 2015. Expiration date: 2020-05-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Medacta sales representative has been informed on (B)(6) 2018 by the surgeon that the patient came in due to signs of infection. The surgeon has scheduled a revision for (B)(6) 2018. On (B)(6) 2018 the surgeon removed all medacta hardware and implanted a spacer as planned. The pathogen is unknown. The surgery was completed successfully.